Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that a malfunction alarm occurred and an occlusion occurred. The customer did not have an alternate method of insulin therapy available. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 and occlusion issue was verified, the alleged malfunction issue was also verified, however, no failure was identified.